Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: 01-jan-2053, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their recharger has been becoming hot while charging their ins and also that system problem rm03 <(>&<)> rm04 began to display. Caller stated that they initially thought it was their ins overheating because the ins would shut off. Caller stated they then figured out that it was the recharger becoming hot. Caller confirmed that the issue began sometime last summer. Caller also lost their ac power supply. Agent reviewed information and sent a request to repair to replace the recharger and the ac power supply.